Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. However, a conclusive root cause could not be determined. The following is included in the device instructions for use (IFU): IFU warns against improper reprocessing describing "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was observed during the device inspection, that the gastrointestinal videoscope was incorrectly reprocessed. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope was incorrectly reprocessed. There were no reports of patient involvement.